Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: g4: specific 510(k) number is unknown. Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the sz 9/10 neck trial would not go on to the broach. It was determined that the tip of the broach was bent & needed to be replaced. A depuy synthes product broke during surgery and all pieces were retrieved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that the sz 9/10 neck trial would not go on to the broach. It was determined that the tip of the broach was bent & needed to be replaced. A depuy synthes product broke during surgery and all pieces were retrieved. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device does not found sings of breakage on the emsys fem broach size 9. However, a slight deformation was found on the post of the broach. The observed condition of the device appears to result from a combination of heavy use and exposure to unintended forces, such as prying motions applied during repeated assembly and disassembly with the handle. A dimensional inspection was not performed since it was not applicable to the complaint condition. Even though a proper functional test was not performed due to the mating component was not returned. For reference a functional evaluation was conducted using a lab sample mating device and emsys fem broach size 9. As a result, the device was easy to assemble and retain/hold with its mating component. The overall complaint was confirmed as the observed condition of the emsys fem broach size 9 would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.